Event description:
Customer observed a weak reaction with a pt sample and vss225 cell 1. No reactivity was observed with cells 2 and 3. Testing was performed on provue and manually repeated in gel with similar results customer considered the reaction as negative since it was very weak. Antibody ID was not performed. The pt was transfused two units of immediate spin crossmatch compatible blood. On the same day, 2009, the pt experienced a transfusion reaction: symptom of back pain. During the transfusion reaction work-up, customer identified an anti-e. Ocd's medical director has classified this event as not a serious injury. This report corresponds to ortho clinical diagnostics inc. Complaint number.

Manufacturer narrative:
A transfusion reaction workup was performed in 2009: repeat screening with vss225 (same set and same lot of gel cards); results on both provue and manual gel: pre transfusion sample reacted 1+ with cell 1. Post transfusion sample reacted 1+ with cell 1; cells 2 and 3 were negative. Post transfusion sample dat was negative. Pre and post transfusion samples were tested with vra126 (exp 2009). Customer identified anti-e. Testing was also performed using vra125 (exp 2009) and no reactivity was observed with either the pre/post samples. Six days later, additional information was received from the customer. Customer states they do not believe the pt has an anti-e. Results of the transfusion workup were reviewed and a nonspecific antibody was identified. The anti-e was ruled out. Ortho clinical diagnostics (ocd) quality assurance performed retained testing to confirm the presence of the e antigen. Results were satisfactory.